Event description:
It was reported that during the embolization procedure of anterior communicating intracranial aneurysm, the subject coil had deployed inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.